Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a ptca treatment procedure, balloon rupture difficulties were encountered. The customer reported that, the "balloon burst on inflation prior to max pressure. Circ. Crossed with a maverick 3.0 x 20." No pt injuries or complications were reported. Add'l info has been requested regarding this event.